Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient received repeated unsuccessful lysis treatments. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, high rpms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient developed high watts. The patient was admitted to hospital and treated with fluids and argatroban. Laboratory testing revealed "corresponding" lactate dehydrogenase and plasma-free hemoglobin levels. The patient is report to have had therapeutic international normalized ratio levels. Of note, the patient had a previously reported driveline (dl) exit infection. Details regarding the patient's symptoms, results of any diagnostic testing and any other treatments provided were not available.